Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report during preparation, the sgc failed to hold water column. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with grade 4. During functional testing of the steerable guiding catheter (sgc), it was observed that the hemostatic valve didn't hold the water column. Therefore, the sgc was not used. A new sgc was used to complete the procedure. One clip was implanted, reducing mr. 1+. There was no patient involvement and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported loss of fluid column. There is no indication of a product issue with respect to manufacture, design, or labeling.